Event description:
Had acdf surgery of c4-c7 with precision spine slimplicity anterior cervical plate system used, never got better. Had acdf surgery of c3-c4 on (B)(6) 2017 and surgeon found hardware was broken and removed it.